Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0s7rt, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0s7rt, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported that since a day prior to this report, the patient had trouble talking like they wanted to stutter, but did not. The patient also froze slightly before being able to walk. The patient was able to brush with an up and down motion. On (B)(6) 2015, the patient met with their healthcare professional (hcp) for programming and one of the medications was stopped. The medication started with the letter ¿t¿ and the patient had taken it three times a day. The implantable neurostimulator (ins) was checked with the patient programmer and it showed on and okay. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.